Event description:
The customer contacted baxter's technical service center to report a broken compact exchange device (cxd) while connecting the supply bags. The registered nurse stated the cxd was no longer spiking. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported problem of the compact exchange device (cxd) is no longer spiking was confirmed by duplication during the evaluation performed by the pal (product analysis lab). The pal performed a spike and unspike operation using spike and unspike test set. The test failed as a result of a damaged spike carriage preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause was determined to be a damaged spike carriage. A review of the device history record revealed no issues that may have caused or contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor these reports to determine if further actions are required.